Event description:
Used arthrocare wand a1720-01, lot number 9127010-a for wrist arthroscopy on (B)(6) 2011. This is documenting a pt who had an arthroscopy on (B)(6) 2011 where we had an arthroscopy of her left wrist and she had a peripheral tfcc tear. She also had a carpal tunnel release and an ulnar nerve transition. During that procedure, we used an arthrocare microcap wand, we made sure we had good inflow and did use suction for the outflow as per the company recommendations. On (B)(6) 2012, the pt came in reporting that she felt a pop and could not extend her small finger fully. We did get an ultrasound on (B)(6) 2012 that was inconclusive in the respect that they felt that they could see the tendon and at that point, we were thinking about doing an MRI but clinically she was improving. Note that she had no pre-existing conditions and the only probes that were used were the microcap wand from arthrocare and obviously a shaver from linvatec, 2.0 for radius and fiber wire. Note that when the incisions were made, the incisions were made just going through the skin and then we dissected down to the capsule to put the trocars in and a blunt trocar was used. It was felt that she had an issue with her tendon, there may just be some scar tissue but over time, she has been able to get better extension but there is a little bit of a lag and she has increasing pain along that tendon where we will most likely get an MRI. It was felt that her tendon definitely had some pathology though and this is based on two other pts that we had issue with tendon ruptures essentially putting a clinical picture together after seeing the other pts and noting that one pt had issues with her skin in the operating room.